Event description:
The customer reported via phone call that customer was hospitalized on (B)(6) 2022 had high blood glucose. The customer blood glucose was 30 mg/dl. Current blood glucose was 87 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Insulin pump was giving too much insulin in night. Insulin was over delivering insulin. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned: no. Conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.